Event description:
It was reported that there was no telemetry or a magnet response from the device. The device battery is depleted. The patient is intubated secondary to ventricular fibrillation. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092 implantable pacing lead 2001 (B)(6). (B)(4).